Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The customer stated that the time in the device was not advancing, and the buttons were unresponsive. The caller stated that the buttons did not respond without a battery change. Instructed the customer to remove the battery for five minutes, and then insert a new battery, but the frozen display continues. The customer's recent glucose reading was 113 mg/dl. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
No frozen screen noted. The time advanced properly. The insulin pump had intermittent button response on up arrow button due to corroded keypad traces. The insulin pump passed the self test and displacement tests. The insulin pump had a missing end cap sticker.